Event description:
It was reported that a patient with end stage chronic obstructive pulmonary disease (copd) had oxygen saturations drop from 87% to 72% and was hospitalized during use of the life 2000 for home therapy. The device was located at the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that a patient with end stage chronic obstructive pulmonary disease (copd) had oxygen saturations drop from 87% to 72% and was hospitalized during use of the life 2000 for home therapy. The patient has a relevant medical history of severe chronic obstructive pulmonary disease, emphysema, pulmonary fibrosis, chronic respiratory failure with hypoxia and pulmonary hypertension. One month prior to the device being prescribed the family discussed placing the patient on hospice due to the patient being bed bound from dyspnea with ambulation. It is noted by the patient¿s nurse practitioner that the l2k therapy was prescribed with hopes that the added tidal volume would help clear out excess co2 and help improve the patient¿s ventilation, thus decreasing her shortness of breath and oxygen desaturations. Follow up with the patient¿s np confirmed that the reason for the patient being admitted to the hospital was not because of the life 2000 device but rather by natural disease progression of the patient's stage 4/end stage copd. She states that the patient has had several episodes of oxygen saturation drops and both the life 2000 and bipap were prescribed with hopes to help the patient. Her np states she has had respiratory check in at the patient¿s home and it was noted the patient was not using either device. The patient was advised to go to the hospital if her oxygen saturations drop became concerning so she could be evaluated in person. At the time of the event the patient was on a course of antibiotics for previous exacerbations. In conjunction with the l2k device, the patient attempted to use nasal cannula oxygen during the day and a bipap machine in the evenings; however, the patient was unable to tolerate. Follow up with the patient¿s daughter states that on the day of the event the patient continued to desaturate, an ambulance was called, and her mother was taken to the hospital where she stayed for one week. The patient¿s daughter advised her mother received a blood transfusion while in the hospital and is currently on hospice care. There was no allegation of malfunction, and the device is being returned to hillrom. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use not the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Currently the device is pending shipment back to hillrom for inspection. If any new relevant information is received from the inspection, it will be addressed accordingly. The event was likely caused by natural disease progression of the patient's stage 4/end stage copd. End-stage chronic obstructive pulmonary disease (copd) refers to being in the final stages of the disease. At this stage, patients can experience significant shortness of breath even when resting. Because of the degree of lung damage at this stage, patient¿s are at high risk for lung infections and respiratory failure. The patient has clear documentation provided by hillrom respiratory representatives that show multiple doctors¿ visits and episodes of hypoxemia that occurred with minimal exertion prior to the event (attached via the dl of etq). The life 2000 was prescribed with awareness of her end stage copd progression and with hopes that it would be a viable option to clear excess co2 and help improve ventilation. However, it is noted the patient has progressed to the point in her disease where she may require even more support to maintain her oxygen levels and progressing from a non-invasive ventilation to a bipap is a common occurrence for copd patient. This event was noted by the patient¿s physician as being caused by natural disease progression of the patient¿s stage 4/ end stage of copd; however due to the allegation and pending inspection of the device hillrom is cautiously reporting this event at this time. Updates will be made once inspection of the device are received. No further information is available on the inspection of the device at this time. The device is being returned and will be thoroughly inspected. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
It was reported that a patient with end stage chronic obstructive pulmonary disease (copd) had oxygen saturations drop from 87% to 72% and was hospitalized during use of the life 2000 for home therapy. The patient has a relevant medical history of severe chronic obstructive pulmonary disease, emphysema, pulmonary fibrosis, chronic respiratory failure with hypoxia and pulmonary hypertension. One month prior to the device being prescribed the family discussed placing the patient on hospice due to the patient being bed bound from dyspnea with ambulation. It is noted by the patient¿s nurse practitioner that the l2k therapy was prescribed with hopes that the added tidal volume would help clear out excess co2 and help improve the patient¿s ventilation, thus decreasing her shortness of breath and oxygen desaturations. Follow up with the patient¿s np confirmed that the reason for the patient being admitted to the hospital was not because of the life 2000 device but rather by natural disease progression of the patient's stage 4/end stage copd. She states that the patient has had several episodes of oxygen saturation drops and both the life 2000 and bipap were prescribed with hopes to help the patient. Her np states she has had respiratory check in at the patient¿s home and it was noted the patient was not using either device. The patient was advised to go to the hospital if her oxygen saturations drop became concerning so she could be evaluated in person. At the time of the event the patient was on a course of antibiotics for previous exacerbations. In conjunction with the l2k device, the patient attempted to use nasal cannula oxygen during the day and a bipap machine in the evenings; however, the patient was unable to tolerate. Follow up with the patient¿s daughter states that on the day of the event the patient continued to desaturate, an ambulance was called, and her mother was taken to the hospital where she stayed for one week. The patient¿s daughter advised her mother received a blood transfusion while in the hospital and is currently on hospice care. There was no allegation of malfunction, and the device is being returned to hillrom. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use not the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Currently the device is pending shipment back to hillrom for inspection. If any new relevant information is received from the inspection, it will be addressed accordingly. The event was likely caused by natural disease progression of the patient's stage 4/end stage copd. End-stage chronic obstructive pulmonary disease (copd) refers to being in the final stages of the disease. At this stage, patients can experience significant shortness of breath even when resting. Because of the degree of lung damage at this stage, patient¿s are at high risk for lung infections and respiratory failure. The patient has clear documentation provided by hillrom respiratory representatives that show multiple doctors¿ visits and episodes of hypoxemia that occurred with minimal exertion prior to the event (attached via the dl of etq). The life 2000 was prescribed with awareness of her end stage copd progression and with hopes that it would be a viable option to clear excess co2 and help improve ventilation. However, it is noted the patient has progressed to the point in her disease where she may require even more support to maintain her oxygen levels and progressing from a non-invasive ventilation to a bipap is a common occurrence for copd patient. This event was noted by the patient¿s physician as being caused by natural disease progression of the patient¿s stage 4/ end stage of copd; however due to the allegation and pending inspection of the device hillrom is cautiously reporting this event at this time. Updates will be made once inspection of the device are received. Clinical update 3 june 2022 on device inspection. Inspection of the device by a hillrom technician showed no malfunction. The ventilator was tested and found to be functioning as designed. Due to the patient's physician stating the event was caused by natural disease progression of the patient's stage 4/ end stage copd and the inspection showing the device functioned as designed, hillrom no longer deems this a reportable event. This event is not reportable. Based on this information, no further action is required.

Event description:
It was reported that a patient with end stage chronic obstructive pulmonary disease (copd) had oxygen saturations drop from 87% to 72% and was hospitalized during use of the life 2000 for home therapy. The device was located at the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).